Manufacturer narrative:
Results of investigation: it has been reported that a polarstem modular head for impactor (75023711) broke during impaction. The device, used in treatment, was not returned for investigation. However, a picture of the part in question was provided. The reported failure mode can be confirmed, a small piece chipped off from the distal rim. It can be seen on the picture, that the small piece was retrieved from the wound. The failure mode is covered through our risk management files. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. As no batch number was communicated, the production documentation and the complaint history could not be reviewed. The modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. No breakages could be reproduced. The root cause for this fracture stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that during a thr procedure and outside the patient the polarstem modular head for 21000662 broke during impaction. No information about surgical delays was initially provided nor how the procedure was completed.